Event description:
The complaint/event involved a 40" (102 cm) appx 4.9 ml, admin set w/chemolock¿, 20 drop in-line drip chamber, spiros®, bag hanger. A split in the line that was easily visible was reported while a patient was getting an infusion of an unspecified monoclonal antibody. As a result, a light mist sprayed onto the patient's face. The patient did not complain. A small mist went onto the nurse's clothing. Although there was a delay in the patient's therapy, there was no harm to either the patient or the nurse as a result of this complaint/event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Received one (1) used. List #011-cl3020, 40" (102 cm) appx 4.9 ml, admin set w/chemolock¿, 20 drop in-line drip chamber, spiros®, bag hanger; lot #13659757, confirmed customer complaint of split tubing, leak. Probable cause due to unintentional pulling force during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 12jun2024. Corrected information can be found in d4. D4, g4: model number is not sold in the us but similar device is sold under model cl3020. List number cl3020 was used for the di and 501k.